Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's ((B)(6)) permanent scs system implant procedure a csf leak was observed. The patient experienced headache and was in the hospital for a longer time. Additionally, the physician experienced difficulty in positioning the lead as it was migrating anterior to the spinal cord. The physician made multiple attempts to no avail. As a result, the procedure was abandoned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the headache lasted for two days and since then it's resolved.